Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that had therapeutic ultrasound for shoulder injury and "I dont think this things working right again. States he thinks he needs the system replaced and he is interested in getting the newer interstim micro implanted so he can have MRI scans for previous injuries from jumping out of planes no further complications were reported or anticipated.